Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(4) 2013. The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.

Event description:
The customer reported that the monopolar function did not work during the surgery. There was no pt injury. The device was returned to covidien for eval and visual inspection discovered that the webbing is protruding from the hinge area.